Manufacturer narrative:
Unit was returned for an evaluation. The unit in question is within all manufacturers' specifications except for the prv which should be replaced as part of manufacturers recommended maintenance, the alleged incident reported could not be duplicated as there was no leaking or venting from the qdv's.

Manufacturer narrative:
The unit is being returned for an evaluation. If any new information is discovered, a follow-up report will be submitted.

Event description:
The customer started with lox on (B)(6) 2019. Has 2 pieces. 30 liter vessels and 2x2 parallelly connected stroller with a flow of 10.0 lpm. The patient's husband fills at least two strollers per day but that day since they would be gone for longer time so, needed all four strollers. The first two strollers were filled without problems. He waited for two hours, dried and filled in the other two. When the filling of one of the last strollers was completed and it was to be removed from the vessel, it was frozen. Just at that time an involuntary depletion of the vessel occurred. There was no injury.

Event description:
Patient filled the two vessels within 12 hrs time interval. Dried the qdv valve an involuntary depletion occurred. There was no injury to the end user.